Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the display wires were pinched with wire exposed.

Event description:
It was reported that brand new out of the box the external pulse generator generated errors. The generator was being returned for service and to be replaced. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Additional analysis revealed that a possible cause of an error is pinched wires, analysis performed during service did show that a display wire was pinched and the insulation was compromised. Conclusion: confirmed the displayed error, positive confirmation of shorting white backlight wire.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.